Manufacturer narrative:
Additional lot numbers were provided in this complaint for material number 381034. Lot # 4239978 mnf date 2024-08-28 exp date 2027-07-31. Lot # 4199766 mnf date 2024-07-25 exp date 2027-06-30. Lot # 3362802 mnf date 2024-01-02 exp date 2026-12-31. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: nurse stating cannula was not retracting when button pressed, tried multiple cannula's with the. Lot: 4239978 for same issues. Tried new lot: 4199766 same issues would not retract. Tried lot: 3362802. Would not retract as well. Tried lot 4030760, would also not retract right away. It appears as if button is getting stuck. Multiple staff tried was not user error. All cannula's removed from floor and sent to materials management.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract could not be confirmed from the 4 representative 20g insyte autoguard units that were received in sealed unit packages from lot 4239978. No samples physical samples were received for batches 4199766, 3362802, and 4030760. A functional test showed that each needle retracted within specification. No damage or defects were identified on the returned samples. Although the representative samples do not support the complainant¿s description, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.